Event description:
The customer reported that the kv increased on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the system cable. The system operates as intended.